Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestream at supine position via right femoral artery access. During the procedure, the hub of the catheter fractured, preventing secure tightening with the pressure pump for injection. Contrast agent leaked from the tail end due to inability to tighten. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestream at supine position via right femoral artery access. During the procedure, a break of the hub occurred preventing secure tightening with the pressure pump. Contrast agent leaked from the hub due to inability to tighten. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the litepac device was not returned for evaluation. However, four photos were provided for review. 4 photos were provided for review. 1. The hub of a catheter was shown been held by an hcp. A break was visible at the end of the hub leur. 2. The distal end of a catheter was shown. The lower shaft, balloon and distal tip was shown. The balloon was discoloured, there was no inflation characteristics, no damage was noted. 3. A catheter was shown adjacent to a device carton. The hub print was not visible; there was no damage noted to the device. 4. A litepac carton with labelling and local labelling was shown. The lot no. Cmjv0406 was visible on the local labelling, this complied with the lot no. Logged on the gcs. Therefore, the result of the investigation is confirmed for the reported catheter hub break issue and inconclusive for the hub leak issue. The root cause for the reported catheter hub break and leak issues could not be determined based upon available information and photos review. Labeling review: the instruction for use for this litepac rx device was reviewed and the following sections are applicable. Indications for use the litepac pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications none known. Warnings. The litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Non-pyrogenic. Do not reuse, reprocess or resterilize. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/ or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. This can compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile packaging/pouch has been damaged or unintentionally opened prior to use. Use only an inflation device with manometer or a 20 ml or larger syringe for inflation. Use the balloon catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This balloon catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the balloon catheter prior to use to verify that balloon catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight balloon catheter connections to avoid the introduction of air into the system. Proper functioning of the balloon catheter depends on its integrity. Care should be used when handling the balloon catheter. Damage may result from kinking, stretching, or forceful wiping of the balloon catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. How supplied/stored litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight. Use the device prior to the ¿use by¿ date specified on the package. Directions for use inspection and preparation 1. Choose a balloon catheter appropriate to lesion length and vessel diameter. 2. Remove the balloon catheter from the packaging. Then remove balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the balloon catheter as close to the balloon as possible. 3. If any resistance is felt, or if any stretching of the balloon catheter is observed while removing the balloon protector, the product should not be used. 4. The balloon catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 5. Prepare a mixture of contrast medium and normal saline as per normal procedure (recommended 25% /75%). 6. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 7. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. 8. Turn the stopcock off and maintain the vacuum in the balloon. 9. Prepare the balloon catheter by inserting a flushing needle into the balloon catheter tip and flush with sterile saline solution. Care should be taken not to damage the balloon catheter tip. Note: reinserting the balloon catheter into the balloon protector may damage the balloon or catheter. Insertion and inflation note: when the litepac pta balloon catheter is in its most distal position on the guidewire, a guiding catheter/introducer sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. 10. Attach a haemostatic valve to the appropriate guiding catheter/ introducer sheath, which has been previously inserted into the vasculature following standard product guidelines. 11. Insert the guidewire (0.014" (0.356 mm) max) into the guiding catheter/introducer sheath through the haemostatic valve. Under fluoroscopy guidance, position the guidewire across the lesion in accordance with accepted pta techniques. 12. Make sure that the balloon protector has been removed from the balloon catheter. Back load the guidewire into the distal tip of the balloon catheter. 13. Advance the balloon catheter under fluoroscopy guidance in small steps to the tip of the guiding catheter/ introducer sheath. 14. Re-attach the torque device to the guidewire. Hold the guidewire stationery and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilatation. 15. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilatations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. 16. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. Deflation and withdrawal 17. Deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. 18. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the introducer sheath/guide catheter and withdraw the deflated balloon catheter over-the-wire through the introducer sheath/guide catheter. Gentle counterclockwise motion may be used to help facilitate balloon catheter removal through the introducer sheath/guide catheter. Caution: if re-insertion of the deflated device is required, ensure all fluid has been evacuated and the balloon is under vacuum. Failure to do so may result in difficulties re-inserting the device. If resistance is encountered during re-insertion, stop and replace with a new litepac pta catheter. B5, d4 (medical device expiration date), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.